Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown/not provided e1: email address and last/given name unknown/not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the top of implant at tooth location #24 fractured during placement. The procedure was completed using another implant.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information: correction: the report, MFR report number 0002023141-2023-02291 that was submitted on august 25, 2023 is a duplicate of MFR report number 0002023141-2023-02259. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2023-02259 that was submitted on august 23, 2023. No additional reports will be submitted under MFR report number 0002023141-2023-02291. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
This report is being submitted to retract the report, MFR report number 0002023141-2023-02291 that was submitted on august 25, 2023 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2023-02259 that was submitted on august 23, 2023.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant or evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 1226815. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1226815 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.